Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the bed frame is broken. The caller states that the metal bar in the middle is hanging down and the wood side is breaking off.